Manufacturer narrative:
Date of event: the date of the event is unknown. Bsc became aware of the complaint on (B)(6) 2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that difficulty advancing and stent damage occurred. A 3.00 x 48 synergy ii drug eluting stent was used to treat a vessel, but resistance was encountered while advancing the stent through the guide catheter. The device was removed and upon removal it was noticed that there was one damaged stent strut. The procedure was completed with another of the same device and the procedure went fine. No patient complications were reported in relation to this event.